Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that complications were encountered during delivery of an impella 5.5 pump. While advancing the pump through the patient's vasculature, it was noted that the tortuous graft tunneling was causing the wire and catheter to kink. Despite the pump eventually making its way into the left ventricle, the wire could not be removed and both devices had to be removed simultaneously. A .035 j wire was then placed and the device was loaded and implanted successfully. Support with the 5.5 was initiated and the existing cp pump was removed.

Manufacturer narrative:
The investigation into the delivery issues- use and the product damage (guidewire damage - great vessel) issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issues is most likely due to the patient's condition of diseased/tortuous vessels causing the guidewire and catheter to kink.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03714 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).